Event description:
The manufacturer received information alleging the device was shutting off on its own while in use and the power cord is extremely hot to the touch. The device is plugged into the outlet. The patient is in the hospital and when they are asleep the device shuts off while being used. Troubleshooting was done and this did not resolve the issue. The patient's wife will try a new power cord and power supply to resolve the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.